Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements and low out of range amplitudes. Review of ra pace impedance trends showed a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms. Stored episodes revealed noise on the atrial channel. It was noted that the patient reported receiving a shock, however there were no recorded shocks delivered in the configured collection period. Technical services (ts) discussed troubleshooting options, recommending further ra lead evaluation and chest x-rays. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements and low out of range amplitudes. Review of ra pace impedance trends showed a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms. Stored episodes revealed noise on the atrial channel. It was noted that the patient reported receiving a shock, however there were no recorded shocks delivered in the configured collection period. Technical services (ts) discussed troubleshooting options, recommending further ra lead evaluation and chest x-rays. This ra lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the low p-waves and out-of-range ra pace impedance measurements were attributed to lead fracture. No asystole was noted, and the cause of the shock sensation was unknown. The device was reprogrammed to vvir, however there were no plans to replace the ra lead at this time. This ra lead remains implanted at this time. No additional adverse patient effects were reported.